Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. In lighthouse, no data was found to indicate that the fault had occurred in the field. A visual inspection found no issues related to the event. The unit was installed onto a known good in-house system, but the system could not power on completely. The unit was tested on the bench programming station and was determined to be bricked. As a result of these findings, failure analysis concluded that the root cause of the issue was a bricked ccc. After performing unbricking, the unit was installed back into the system, which was then able to power on normally with no errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during case setup, a console not connected message and an error 32321, indicating a potential issue detected, were observed. The customer confirmed that the blue fiber cables were fully seated and attempted to resolve the issue by power-cycling the system, but this did not result in any change. A hard reboot on the console was also performed without success. Consequently, the customer decided to move the procedure to an xi system. There was no patient involvement at the time of the report.